Event description:
Reportedly, the device was used during the procedure and the surgeon states all proper end tones were made and the device appeared to work properly. Six hours after the procedure in recovery, the pt started to bleed. The pt was brought back to the or, scoped, and bleeding was found at the application site of the round ligament. The surgeon resealed the area with monopolar forceps and administered 2 units of blood. The pt is currently okay.